Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. D2. Product code changed to qhj. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where physician was unable to remove the sesnor in the first attempt made.